Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system has recorded non-sustained ventricular tachycardia and ventricular fibrillation signals due to oversensing of low amplitude supraventricular tachycardia, resulting in an episode with inappropriate anti-tachycardia pacing and shock therapy. The right ventricular (rv) lead parameters were reviewed and showed measurements within normal limits. The ICD was subsequently reprogrammed, but the clinic has discussed that a revision may be necessary for the ICD system due to the observed low amplitude sensing. This rv lead remains in service and no adverse patient effects were reported.